Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information. Due to the age of the device, a review of the manufacturing records was not readily available. If additional event and/or information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 1999 - the patient was implanted with a bard/davol marlex mesh during a cystocele repair procedure for the treatment of stress urinary incontinence and prolapse. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.